Event description:
Follow-up revealed the ipg was explanted and replaced on (B)(6) 2016. The issue was resolved.

Manufacturer narrative:
(B)(4).

Event description:
It was reported (B)(6) the patient's ipg became inoperable and could no longer communicate with the external devices. In turn, the patient lost stimulation. The patient may undergo surgical intervention.